Event description:
The customer reported being hospitalized for high blood glucose a week ago. The blood glucose reading was 500 mg/dl. The customer stated that her blood glucose was high in the morning and was not able to bring them down. The customer felt sick, nausea, and vomiting. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Customer called back and stated that the pump alarmed several times and feels uncomfortable with the insulin pump. The device will be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.